Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the box received had 4 needles instead of 5. No patient involvement. To correct this, they used a new pack.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened and returned by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. Visual inspection of the returned sample noted four needles and four sutures. Since the sample was received open, the root cause of the reported condition could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). It was confirmed by the account that the device was not used on the patient and there was no patient injury.